Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discarditii 2ml with 24x1 experienced difficult plunger movement. The following information was provided by the initial reporter: clinician is facing challenge while using the 2ml discardit syringe. At the time of med preparation and administration plunger is not moving smoothly.

Manufacturer narrative:
Investigation summary photos were received by bd for evaluation. A quality engineer was able to review the photos of discardit 2ml, lot# 1093666, regarding item # 300844 with the reported issue of plunger is not moving smoothly. DHR of lot number 1093666 was reviewed and there was no quality notification reported on the lot from production to dispatch. Two photographs and no samples received from the customer. The retention samples of lot number 1093666 was used for investigating and simulating the complaint defect of plunger movement. None of the retention samples showed plunger movement with damaged pieces. Retention samples did not show the registered defect of difficult plunger movement. There is no sample to analyze or investigate the defect of plunger movement. The defect could not be confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, no CAPA is required at this time. H3 other text.

Event description:
It was reported that the discarditii 2ml with 24x1 experienced difficult plunger movement. The following information was provided by the initial reporter: clinician is facing challenge while using the 2ml discardit syringe. At the time of med preparation and administration plunger is not moving smoothly.